Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple episodes with inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that rhythmmatch had poor correlation due to the patient's notched qrs. Technical services (ts) reviewed programming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.